Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 295 mg/dl at the time of incident and current blood glucose level was 381 mg/dl. The customer reported that the customer¿s blood glucose level was over 300 mg/dl and the customer was treated with manual injection for high blood glucose. The customer alleged insulin pump was under delivering as the insulin was not getting into her system once inserted into her skin. The drive support cap was normal and customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.